Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("implant migration / migration of essure device location of device: through left tube"), salpingitis ("my left tube was inflamed"), abortion spontaneous ("spontaneous abortion / patient admits to have a sab last year post essure placement /had an eab") and pregnancy with contraceptive device ("pregnancy") in a 27-year-old female patient who had essure (batch no. C51076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had a difficult time inserting it" and device ineffective "device ineffective". The patient's past medical history included depression, multigravida, parity 4 (B)(6) 2003, (B)(6) 2004, (B)(6) 2014 and (B)(6) 2015) and anxiety. Concurrent conditions included genital herpes and retroverted uterus. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2015 for contraception as well as oral contraceptive nos. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("heavy excessive prolonged menstrual bleeding / abnormal bleeding (menorrhagia)") and mood swings ("mood swings"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced back pain ("lower back pain"), headache ("headaches"), migraine ("migraines"), anxiety ("anxiety"), depression ("depression"), arthralgia ("pain, joint pain") and myalgia ("pain, muscle pain"). On (B)(6) 2015, 3 months 5 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and colitis ulcerative ("ulcerative colitis"). In (B)(6) 2015, the patient experienced dyspareunia ("pressure with sex / dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain") and abdominal distension ("bloating"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with paroxetine hydrochloride (paxil), surgery (hysterectomy (full) with bilateral salpingectomy to remove the essure implant) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, salpingitis, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal distension, allergy to metals, headache, migraine, mood swings, anxiety and depression outcome was unknown, the abdominal pain lower, back pain, alopecia, dyspareunia, arthralgia and myalgia had resolved and the colitis ulcerative had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, anxiety, arthralgia, back pain, colitis ulcerative, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, myalgia, pregnancy with contraceptive device, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: left side - trailing coils in uterus: 5 right side - trailing coils in uterus: 5 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: failure to occlude (close) fallopian tubes pregnancy test - in (B)(6) 2016: pregnant (B)(6) 2016 : hysterosalpingogram : left essure device: normal position, opacification of left fallopian tube. Right essure device: coiled outside of right fallopian tube; contrast opacification of right fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming- fatigue,depression,anxiety" ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record :abortion spontaneous" most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporter, patient demographic information, product indication updated, treatment medication, concomitant medications, new events arthralgia and myalgia added. Outcome for the events back pain, abdominal pain lower, arthralgia, myalgia, alopecia and dyspareunia updated to recovered / resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("implant migration / migration of essure device location of device: through left tube"), salpingitis ("my left tube was inflamed"), abortion spontaneous ("spontaneous abortion / patient admits to have a sab last year post essure placement /had an eab") and pregnancy with contraceptive device ("pregnancy") in a 27-year-old female patient who had essure (batch no. C51076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had a difficult time inserting it" and device ineffective "device ineffective". The patient's past medical history included depression, multigravida, parity 4 ((B)(6) 2003, (B)(6) 2004, (B)(6) 2014 and (B)(6) 2015) and anxiety. Concurrent conditions included genital herpes and retroverted uterus. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2015 for contraception as well as oral contraceptive nos. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("heavy excessive prolonged menstrual bleeding / abnormal bleeding (menorrhagia)") and mood swings ("mood swings"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced back pain ("lower back pain"), headache ("headaches"), migraine ("migraines"), anxiety ("anxiety"), depression ("depression"), arthralgia ("pain, joint pain") and myalgia ("pain, muscle pain"). On (B)(6) 2015, 3 months 5 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and colitis ulcerative ("ulcerative colitis"). In (B)(6) 2015, the patient experienced dyspareunia ("pressure with sex / dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain") and abdominal distension ("bloating"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with paroxetine hydrochloride (paxil), surgery (hysterectomy (full) with bilateral salpingectomy to remove the essure implant) and essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, salpingitis, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal distension, allergy to metals, headache, migraine, mood swings, anxiety and depression outcome was unknown, the abdominal pain lower, back pain, alopecia, dyspareunia, arthralgia and myalgia had resolved and the colitis ulcerative had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, anxiety, arthralgia, back pain, colitis ulcerative, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, myalgia, pregnancy with contraceptive device, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: left side - trailing coils in uterus: 5 right side - trailing coils in uterus: 5 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: failure to occlude (close) fallopian tubes pregnancy test - in (B)(6) 2016: pregnant (B)(6) 2016 : hysterosalpingogram : left essure device: normal position, opacification of left fallopian tube. Right essure device: coiled outside of right fallopian tube; contrast opacification of right fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming- fatigue,depression,anxiety" ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record :abortion spontaneous" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("implant migration / migration of essure device location of device: through left tube"), salpingitis ("my left tube was inflamed"), abortion spontaneous ("spontaneous abortion / patient admits to have a sab last year post essure placement /had an eab") and pregnancy with contraceptive device ("pregnancy") in a 27-year-old female patient who had essure (batch no. C51076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included depression, gravida ii, parity 4 ((B)(6) 2003, (B)(6) 2004, (B)(6) 2014 and (B)(6) 2015) and anxiety. Concurrent conditions included genital herpes and retroverted uterus. Concomitant products included oral contraceptive nos. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("heavy excessive prolonged menstrual bleeding / abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient experienced mood swings ("mood swings"), anxiety ("anxiety") and depression ("depression"). On (B)(6) 2015, 3 months 5 days after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and colitis ulcerative ("ulcerative colitis"). In (B)(6) 2015, the patient experienced dyspareunia ("pressure with sex / dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced allergy to metals ("nickel allergy"), headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, salpingitis (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), complication of device insertion ("had a difficult time inserting it"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain") and abdominal distension ("bloating"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, salpingitis, abortion spontaneous, pregnancy with contraceptive device, complication of device insertion, abdominal pain lower, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal distension, allergy to metals, headache, alopecia, dyspareunia, migraine, mood swings, anxiety and depression outcome was unknown and the colitis ulcerative had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, anxiety, back pain, colitis ulcerative, complication of device insertion, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, pregnancy with contraceptive device, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: left side - trailing coils in uterus: 5. Right side - trailing coils in uterus: 5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: failure to occlude (close) fallopian tubes (B)(6) 2016 : hysterosalpingogram : left essure device: normal position, opacification of left fallopian tube. Right essure device: coiled outside of right fallopian tube; contrast opacification of right fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- fatigue,depression, anxiety." ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: abortion spontaneous." Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), pregnancy, device ineffective, migraines, nickel allergy, dysmenorrhea (cramping), pain, ulcerative colitis, mood swings, anxiety, depression, my left tube was inflamed, had a difficult time inserting it," lot number, reporter added from pfs. Event "spontaneous abortion / patient admits to have a sab last year post essure placement /had an eab" concomitant and historical condition, lab data added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("implant migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), menorrhagia ("heavy excessive prolonged menstrual bleeding"), headache ("headaches"), alopecia ("hair loss"), abdominal distension ("bloating"), dyspareunia ("pressure with sex") and back pain ("lower back pain"). The patient had surgery to remove the essure implant on (B)(6) 2017. At the time of the report, the device dislocation, abdominal pain lower, menorrhagia, headache, alopecia, abdominal distension, dyspareunia and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, device dislocation, headache, menorrhagia and dyspareunia to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.